Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was identified. When the packaging for the 3.00x16mm taxus express3 drug eluting stent was opened; the physician did not notice anything wrong with the device. Once the stent delivery system was in the guide catheter, it looked as if the stent struts were flared or "flanged" on the end, and it wasn't crimped down all the way on the balloon. The stent did not enter the pt. There were no issues with the guide catheter. The same guide catheter was used to place the next stent. The procedure was completed with another 3.00x16 taxus stent. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.